Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the material remaining in the device was unable to be determined. The event can be prevented by following the instructions for use: "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, the customer noted that the scope was clogged with food debris. Reportedly, there was tension when brushing at the manual cleaning as well as when doing suction at the bedside cleaning. The customer went on to note that the staff was able to pass a brush through the unit a few times with nothing coming out and then flushed the scope during the manual cleaning. However, the staff is still requesting olympus personnel to inspect the unit to ensure nothing was left behind following the completion of the reprocessing. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was notable resistance experienced when working a brush through the cylinder. Additionally, the forceps passage had scratch and tear marks in the channel, near the bending section. There was a cut noted on the first switch, play in the control knob movements, a dent in the plastic cover, and the distal end adhesive was compromised. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her staff had inadvertently used an olympus evis exera iii colonovideoscope on a patient following an insufficient reprocessing process. There was no patient harm reported from this event.